Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high and low sodium (na) results that were generated by the synchron lx I 725 clinical system. Subsequent testing on an alternate instrument produced results that were within the normal reference range. No erroneous results were reported outside the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were drawn in b-d tubes. Prior to the event, ise qc results were erratic. The customer had completed the flow cell maintenance procedure and replaced the reference and measuring na electrodes. The customer also bleached the flow cell. A field service engineer (fse) was dispatched for this event. The fse rebuilt the ratio pump. The fse cleaned the flow cell and the electrolyte injection cup (eic), and found that the eic valve flapper was cracked so the fse replaced it. The ise reference reagent was also replaced by the fse. As of (B)(4) 2010, there were no further calls to the bci hotline regarding ise problems.